Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6003834 have already been previously tested in the complaint (B)(4) on 08-jul-2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report 2118041. Device history record (DHR) review: packing of quick set. The lot 6003834 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac 12, on 14/oct/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3k01275 was manufactured according to the wi version 26 assembled in the quickset line, on 13/oct/2023, with a total of (B)(4) units. Gluing of tubing: the lot 3k00678 was glued according to the wi version 39, line 04, 05 and 08 on 13-oct-2023, with a total of (B)(4) units each review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6003834 and no more complaints have been registered in database for the same lot 6003834 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.